Event description:
In 2017 received 2 coolsculpting treatments, 3 months later received 2 more; (B)(6) 2019 received 2 more. All with zero results. I'm arguing that, this should not be advertised by drs; the treatment and recovery time are motivations for drs to stop selling; the safety and efficacy is very low and should be investigated and made public. FDA safety report ID# (B)(4).